Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that maxzero ext sb 10cm had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter on mz1001-zat. According to the customer's report, a white glue-like fm was found near the connection site between maxzero and ext. Tubing.

Manufacturer narrative:
H6: investigation summary: two photos were provided that showed a white adhesive on the max zero and the mesluar connector. The adhesive used to bond max zero and the mesluar connector, and the adhesive that overflowed from the bonded part looked white. In this process, the same amount of adhesive was applied with a fixed-quantity coating machine. Stored samples with the latest serial numbers were found to have the same amount of adhesive and a white part was recognized. Even if this adhesive part is not completely filled with adhesive, it will not leak unless the parts that have been sewn together rotate, so we have revised the application amount from the conventional excessive amount to an appropriate amount. H3 other text : see h10.

Event description:
It was reported that maxzero ext sb 10cm had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter on mz1001-zat. According to the customer's report, a white glue-like fm was found near the connection site between maxzero and ext. Tubing.